Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Product location unknown.

Event description:
Prior to a procedure, it was found the implant kit was missing four components. The procedure was cancelled and rescheduled for a later date. The patient had been given local anesthesia at the time the issue was found.